Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device states "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident that resulted in a patient retaining a piece of the io needle. Nursing staff that was involved reported no issues or resistance on removing the io needle. Io was placed in the humerus. The patient did receive medications via the io prior to the removal. This incident required surgical intervention to remove. The patient is reported as stable."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident that resulted in a patient retaining a piece of the io needle. Nursing staff that was involved reported no issues or resistance on removing the io needle. Io was placed in the humerus. The patient did receive medications via the io prior to the removal. This incident required surgical intervention to remove. The patient is reported as stable."